Event description:
Customer reported that a pt developed an infection approximately one week following an orthopedic procedure. The orthopedic devices and the suture used to anchor these devices were removed. The pt reported to the customer that he has acne; the same bacterial organism associated with the acne is the causal organism of the reported infection. No further info will be provided.

Manufacturer narrative:
Date sent to the FDA: 10/23/2008. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form wil be submitted accordingly.